Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10186. A fetch®2 catheter was selected for use for a thrombectomy procedure. It was reported that the catheter broke during use; however not inside the patient. Another fetch®2 catheter was selected for use and inserted into the patient. This catheter broke during use inside the patient. The broken piece was able to be removed with the use of a snare. The procedure was abandoned. No further patient complications were reported.